Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 5 days after sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading 302 mg/dl, and the bg meter was reading 402 mg/dl. The patient had increased thirst and drank 4-5 glasses of water and then went to the emergency room (ER). At the ER, unspecified blood work was done to rule out urinary tract infection (uti). The patient¿s cgm device was removed, and her bg meter reading in the ER was 339 mg/dl. The patient was treated with IV fluids. The patient was discharged home after 3 hours; her bg meter reading at discharge was 329 mg/dl. Once at home, the patient¿s cgm was reading 220 mg/dl, and the bg meter was reading 246 mg/dl. The patient was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.